Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was found damaged when opening the packaging. The following information was provided by the initial reporter, translated from chinese: "the patient came to the hospital at 15:14 on (B)(6) 2022, and was diagnosed with upper gastrointestinal bleeding by the doctor. The nurse treated the patient with intravenous infusion according to the doctor's advice. When she opened the package of the indwelling needle, she found that the hose was damaged, so she replaced the indwelling needle immediately."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: a device history review was conducted for lot number 2018964. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.